Manufacturer narrative:
Device received with rf pic failed selftest alarm during self test, problem isolated to rf board. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Device passed all operating currents tested within the specification range and passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected a64 alarm 3 times. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but the device was not resolved. The device will be replaced and returned.